Event description:
A few hours after the second procedure was completed on 6/12/00, the pt called the physician with complaints of chills, fever and bleeding. The physician did not perform a follow-up examination on the pt - they recommended that the pt be hospitalized for follow up treatment, if necessary. On 6/30/00, the physician stated that although the pt had multiple symptoms, they were unable to determine why the pt became ill.

Event description:
Two routine flexible sigmoidoscopy examinations were performed in a physicians office on 6/2/00. Following the first procedure the pt went home but called the physician sometime later complaining that he/she was in pain. When the pt returned for examination, the physician noticed a perforation of the sigmoid colon. The pt was admitted to the hosp where a temporary colostomy was performed. The physician mentioned that the pt will have the colostomy reversed at a later date.